Event description:
It was reported that during a general pacemaker change-out procedure, this previously implanted right ventricular (rv) lead was connected to a new pacemaker, where it exhibited high out of range pacing impedance measurements of greater than 3000 ohms, as well as no capture at 7.0 volts at 2.0 milliseconds. It was suspected the rv lead may have fractured, thus causing these observations. After discussions with the patient's family, the physician opted to program the pacemaker to aai mode as the patient was not dependent on pacing. At this time the rv lead remains in service and no adverse patient effects were reported.